Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Based on the complaint description and further info provided by the sales consultant, extreme force applied through the threaded tubes caused the threads to jam/seize. Since the force in the system could not be relieved by unthreading the tubes, the locking buttons could not be released. Per the technique guide, the device is not intended to be used for compression. It is only intended to provide emergent and temporary stability to unstable pelvic ring fractures. The reported high loading applied to achieve compression caused the threads to seize. The device was not used as intended.

Manufacturer narrative:
Device was used for treatment. Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of the device history record has been requested.

Event description:
A report was received regarding the use of a pelvic c clamp 11 set. The surgeon clamped the device down and tightened the threaded tubes. When the surgeon tried to remove the clamp device, the threaded tube would not release. The tubes are stuck in the lower arms of the clamp device. No damage was apparent, visually. The surgeon pulled the pins and struck the top ratcheting in order to release it. The procedure was delayed by approximately 10 minutes. Reportedly, the procedure was not impacted in any other way. This is report #9 of 9 for the same event.